Event description:
Excluder device components were placed, successfully treating the aaa as well as an iliac aneurysm on the righ common iliac artery. Following completion of the procedure, it was noted that the pt's feet were "modeled." A doppler pulse was evident in the right foot, however there was no pulse in the left foot. Later that evening, a thrombectomy was performed as reintervention to restore flow to the feet. It was confirmed during the procedure that the left hypogastric was open. Pt reportedly exhibited mobility but no feeling following thrombectomy. Approx 24 hours post-op, the pt had no feeling or mobility from the waist down. Approx 72 hours post-op the pt expired, reportedly due to complications associated with the endovascular aaa repair procedure. The physician made no allegation of deficiency related to the device, rather atributes the event to a procedural-related complication.